Event description:
Same case as MDR ID #2134265-2013-07255. It was reported that guide wire tip detachment occurred. The target lesion was located in the right vein graft. A bsc filterwire was placed. The physician ballooned and stented the proximal portion of the vein graft. Dye was then injected and slow flow was noted. The filter wire was removed and flow was restored. The slow was believed to have been caused by typical plaque distal partial embolization during the intervention of the vein graft. A 185cm kinetix guide wire was inserted through a 6/f non bsc guide catheter and into the vein graft. It was noted that the tip of the kinetix had double backed on itself and was broken. The physician proceeded to remove the guide wire by inflating a balloon inside the guide catheter to pinch the tip of the wire which had broken off. The guide catheter and both the kinetix wire and the tip were successfully removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).